Manufacturer narrative:
H10: h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the complaint form indicates a revision total knee replacement of 9mm size 5/6 bcs insert with revision insert jrny bcs. No further documentation or information was provided and the current patient status remains unknown. A component malperformance is not suspected based on the information provided. Reportedly, the traumatic motor vehicle accident led to the need for revision. Patient impact beyond the reported trauma-induced post-breakage and subsequent revision cannot be determined, although a transient post-surgical recovery phase would be anticipated. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. However, a review of the instructions for use for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. This has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka occurred approximately ten years ago, the patient was involved in a mva, which resulted in a fractured ankle and a fractured insert post. A revision surgery was performed on (B)(6) 2024 to address this adverse event. Patients' current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).